Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, smoker. Implant came out 5 weeks post-op, patient is smoker, did not stop like he said.